Event description:
The manufacturer's representative reported the pt was experiencing a decrease in pain relief. The hcp suggested that the pt may be accessing her pump's refill port. The hcp explanted the pt's total device system. During the explant procedure, it was noted that after the suture was removed from the catheter connector, a tear around the suture ring was present. The hcp did not feel as if this was a problem. The drug last contained in the pt's pump was dilaudid. The pt was also on "a lot of oral medications and patches" for the past 4-5 months. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.